Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.

Event description:
It was reported that during use with a bd vacutainer® sst¿ blood collection tubes the additive appeared to be abnormal. The following information was provided by the initial reporter, translated from chinese to english: at around 9 am on (B)(6), the patient went to the transition ward to take a blood test for biochemical examination. After the specimen was collected and submitted for examination, the laboratory informed the collection tube that there was a problem with the gel and needed to collect the specimen again.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® sst¿ blood collection tubes the additive appeared to be abnormal. The following information was provided by the initial reporter, translated from (B)(6) to english: at around 9 am, on (B)(6) 2020, the patient went to the transition ward to take a blood test for biochemical examination. After the specimen was collected, and submitted for examination. The laboratory informed the collection tube that there was a problem with the gel, and needed to collect the specimen again.